Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare provider via a company representative indicated the patient had high impedances all over 40,000 at implant. The impedances were reported to be different at review in clinic. A low impedance of 33 was reported on contacts 0 and 1 using a clinician programmer. Low impedance was noted on contact 3 and other bipolar impedances have decreased to values between 832-3204. The patient was programmed at 60 ms and 20 hz.

Event description:
It was reported that there were high impedances during the procedure but the specific value was not known. Impedance testing was performed. The electrodes were defective. The lead remained implanted. No patient symptoms or complications were associated with this event. It was noted that this was a lead and electrode problem. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.